Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is:(B)(4). Reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A healthcare professional reported that priming was done without issues and completed phacoemulsification (phaco) part of surgery, followed by irrigation/aspiration (I/a). Subsequently, system message (sm) indicating ¿fluidics not operational¿ was displayed. At this point, there was no irrigation, aspiration and vacuum also phaco available during cataract with intraocular lens implant surgery. Connected lines to test could see foot pedal being depressed but no fluidics. The handpiece and fluid management system (fms) was then removed. The system was powered down. The surgeon did not require I/a again to complete the case. After rebooting the system, the remaining of the procedure was completed without further issues. There was no information about patient impact.

Manufacturer narrative:
Additional information has been provided in sections h.6 and h.11. Corrected information has been provided in sections h.6. Specific serial numbers were not provided and could not be determined at this time. However, all device history records are reviewed prior to product release to ensure the product was manufactured in compliance with the device master record and meets release criteria. A review for complaints reported against serial number cannot be performed as the serial number is unknown. The serial is unknown. Therefore, a service history review cannot be performed. Based on the information available, the customer reported event cannot be confirmed. Based on the information obtained, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.